Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown, serial# unknown, product type: unknown.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the health care provider (hcp) had difficulty deploying the anchors during an implant procedure on (B)(6) 2017 to the patient¿s thoracic spine. The hcp used all of the anchors within the lead kit and still ended up in a lower lead placement than was intended. The hcp had reported to the manufacturer representative that they had not had this deployment issue with other types of anchors that they had used. The hcp had wanted this other type of anchor but the manufacturer no longer distributes that type of anchor and was not able to give the hcp the kind of anchor they wanted. It was reported that a step by step explanation on how to deploy the anchors was given by a manufacturer representative and the issue was reported to be resolved. The hcp noted that they would be willing to do more training regarding the type of anchor that had been used with this patient. Patient weight and medical history was asked but would not be made available. Patient status was confirmed to be alive with no injury. No further complications were reported.